Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. Customer got food poisoning and it affected her blood glucose. The cause of 911 call as per healthcare provider was diabetic ketoacidosis. The customer has declined to troubleshoot for the tape not sticking to the body.